Manufacturer narrative:
An event of patient death following perforation and pericardial effusion was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Information received from the field stated during a pfo closure procedure, a 10f amplatzer torqvue 45 delivery system (dtv45) was used to implant a 30mm amplatzer pfo occluder (pfo) in an obese patient with a history of platypnea orthodeoxia (positional dyspnea). The pfo was deployed and once implanted, a pericardial effusion was observed on tte resulting in immediate cardiac arrest. During reanimation, a pacing lead was advanced and pericardiocentesis was performed. On tte, the pfo was noted to be in the right ventricle and it was believed to have been caught in the tricuspid valve's chordae tendinae and was suspected to have led to a perforation. The pfo was emergently withdrawn using a lasso and the original 10f dtv45. Per report, the patient was transferred to the ICU but died later that afternoon. The cause of death is unknown. Additional information was requested.